Event description:
Patient reported rupture diagnosed by ultrasound and mammogram following discomfort and swelling of the breast. Blood results had shown heightened infection markers. Additional report of "axillary granuloma". The device has been explanted. This record relates to the right side.

Event description:
Patient reported rupture with "axillary granuloma" diagnosed by ultrasound and mammogram following discomfort and swelling of the breast. Blood results had shown heightened infection markers. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, d6a, g1. Clarification to d6a: this is a partial date.

Event description:
Patient reported rupture with "axillary granuloma" diagnosed by ultrasound and mammogram following discomfort and swelling of the breast. Blood results had shown heightened infection markers. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, rupture. Following discomfort and swelling of the breast. Blood results, had shown heightened infection markers. The device remains implanted. This record relates to the right side.